Event description:
A report was received that the patient was unable to charge his ipg as it kept flipping in the pocket. The patient underwent a revision procedure and was reportedly doing well postoperatively.